Event description:
It was reported patient underwent a total hip arthroplasty in 1993. Subsequently, patient was revised on (B)(6) 2006 due to a fractured liner and the ceramic head wearing through the metal cup. It was noted there was black staining throughout the hip.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 0001825034-2015-04062.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." Number 11 states, "wear and/or deformation of articulating surfaces." The following sections could not be completed with the limited information provided. Date implanted - unknown this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-03712 / 03713).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." Number 11 states, "wear and/or deformation of articulating surfaces." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-03712 / 03713).

Event description:
It was reported that patient underwent a left total hip arthroplasty in 1993. Subsequently, a revision procedure was performed on (B)(6) 2006 due to unknown reasons. It was further reported the patient underwent another revision procedure on (B)(6) 2013 due to wear of the modular head and acetabular cup, black staining and fracture of the acetabular liner. Information received in operative report notes metallosis, abductor failure, acetabular lysis, segmental bone loss, and cysts. The acetabular cup, liner and modular head were replaced with a legacy biomet modular head and legacy zimmer cup and liner. Additional information received in operative report noted patient underwent revision procedure on (B)(6) 2013. During the procedure, operative report noted acetabular lysis, fractured poly with ceramic head wear from articulation with cup, metallosis, abductor failure, segmental bone loss, and cysts.